Manufacturer narrative:
Upon inspection, the baxter technician noted there was no movement and a smell of burning in the electrical cable area. It was determined that the cause of the issue was due to the control box attachment and a faulty charging cable. The baxter technician replaced the control box kit to resolve the issue. Although the reported event did not result in a serious injury, if the device were to spark during use, it could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
A distributor contacted technical service to report that the sabina ii ee lift, sparks where there is a connection for the socket when it is plugged in. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.